Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire was retained in the patient during cvc insertion.no information regarding patient condition.

Manufacturer narrative:
(B)(4). Additional information requested from the user facility regarding the event, patient condition and/or any complication. No additional information received at the time of this report.

Event description:
The customer reports the guide wire was retained in the patient during cvc insertion. No information regarding patient condition.